Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the wl in question was valid. The reagent kit used in the affected wl had been prepared a couple days prior and used on a run which failed due to an invalid negative control, indicative of a kit contamination issue. After customer prepared a new reagent kit and performed monthly maintenance, they tested blanks which came out negative. Ts concluded the issue was isolated to one contaminated reagent kit and advised customer to clean any common touchpoints and workspaces out of precaution. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 318311 on panther instrument sn (B)(4) with a higher amount of positive samples than expected. Out of 95 samples processed from asymptomatic pre-surgical patients, 52 were positive; the lab usually got between 5-10% positivity rates on their sars-cov-2 runs. Customer retested the samples on a non-hologic platform. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no mention of results being reported to patients or any known patient impact.